Manufacturer narrative:
The pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file along with audio anomalies due to broken pin 1 (vdd) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor pic failed selftest. Customer's blood glucose level was 105 mg/dl. Customer was able to successfully clear the alarm and cannula fill recorded in daily history. Trouble shooting was performed. Self test and audio test was passed. The device will be returned for analysis.